Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue. It was reported that the puncture was a high stick (above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks) and the patient developed a retroperitoneal bleed (rpb). The patient was sent to surgery and a covered stent was placed to treat the rpb; however, the patient expired one day post procedure. It should be noted that the proglide instructions for use (IFU), in the warning section states: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Based on the case information, it is possible that the IFU violation contributed to the reported patient effect of retroperitoneal hematoma. Minor surgery was performed using a covered stent to treat the hemorrhage (rpb). Reportedly, the patient expired the day after the procedure; however, it is uncertain if the hemorrhage lead to the patient effect of death.

Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The reported patient effects of hemorrhage, surgery (surgical exposure) and death are listed in the proglide instructions for use, as potential adverse events. Based on the case information, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
(B)(4). Incorrect anatomy: per the instructions for use, do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a proglide device with 6f and 7f sheaths after a coronary interventional procedure. Reportedly, after the arteriotomy closure procedure was completed, it was determined that the puncture was a "high stick" (above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks). The patient developed a retroperitoneal bleed (rpb). The patient was sent to surgery and a covered stent was placed to treat the rpb; however, the patient expired one day post procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.